Event description:
The customer initially called to report high blood glucose levels after changing the infusion set three times. The customer then reported being hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.